Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the insulation on the pacing lead was noted to be damaged. All measured values were normal. The lead was capped and replaced. The condition of the patient was good before, during and after the procedure.